Event description:
The facility reported air in line alarms. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.